Event description:
Subsequent to the initial MDR, additional information was received on (B)(6) 2025. Data was further reviewed. It was reported that an unknown error occurred. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). H.6. Medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported an adverse event occurred. The date of the event is an approximation. According to a report received via email from diabetes educator that the patient was hospitalized after passing out due to low blood sugar. At the time of the incident, the patient was using the dexcom cgm system. No additional details were documented. Attempts to contact the patient were reportedly unsuccessful. Per technical support (ts), the reporter was contacted but did not have any further information regarding the incident. Although the report states the patient was hospitalized, the length of time in the hospital (less than or more than 24 hours) is unknown. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.